Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with 300 units of insulin and completed the fill tubing process with 10.2 units. Reloading the same cartridge resolved the issue, allowing the customer to successfully load a cartridge onto the pump and resume insulin delivery.